Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that lvp keypad recall completed. Replaced keypad and bezel mechanism assembly. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the keypad. Device history review: a review of the device history record for sn (B)(6) was performed from date of manufacture 08/14/2018 to the present date 12/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an unknown keypad issue. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had an unknown keypad issue. No patient involvement.